Event description:
A customer reported that a patient monitor failed to provide high level output sync signal upon connection to an aortic balloon pump.

Manufacturer narrative:
Spacelabs was able to confirm the reported symptoms in this module. The problem was traced to a defective component; (B)(4). The exact cause of the ic failure is undetermined. The original investigation concluded that this was an isolated incidence of component failure and root cause of failure of the pcba high level output function was due to premature failure of dac7800 integrated circuit. Additional information received 06/15/2009, has resulted in a reevaluation of the conclusions and the filing of this MDR. A review of all complaints has identified a similar failure reported from another site. Spacelabs is continuing to monitor this device for similar failures. The malfunctioning customer unit has been replaced.